Manufacturer narrative:
The diamond clean refresh brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer stated that the diamondclean refresh toothbrush head caused a choking sensation. No medical attention sought.